Event description:
I had breast implant surgery early 2008. Before implants, I had some bouts of depression, but I had a healthy life full of energy and no pains. A couple of years after the implants, looking back now, I started to experience many symptoms. I've been to my primary care dr for years concerning these symptoms. He has done tests and couldn't explain most of the pains. As usual I was put on medications to help with most symptoms: depressions, anxiety, migraines, dry eyes, back pain, joint pain, and hormonal deficiencies. My symptoms included, but are not limited to: anxiety, depression, chronic fatigue along with sleep disturbances, brain fog, overall swelling and inflammation, unexplained rashes, chronic redness in face, aches and pain in joints (blood tests taken to rule out rheumatoid arthritis) wrists, shoulder, elbows, neck, autoimmune symptoms, breast pain, severe migraines (medically documented), severe dry eyes that left me unable to see for days (multiple occurrences / documented), hair loss / hair thinning, hormonal issues including primary ovarian failure and early perimenopause (medically documented), continuous pairs in neck, spine, lower back (medically documented). I still have the breast implants, as I have not explanted yet. However, I plan on explanting very soon. I feel like my life has been robbed of joy over these implants. I have no other implants in my body. I cannot find any reason that I should be experiencing the symptoms I've stated. I live a rather comfortable life. I have never been badly injured. In fact, I never liked medication and never had to take medication until after my implants. I feel like the last couple of years, my health has been in a rapid decline because of the breast implants. FDA safety report ID# (B)(4).